Event description:
It was reported that the patient experienced a shocking sensation while he was being programmed during his trial. It was noted that the patient felt a shock when the cord was plugged in and another shock shortly after. The patient stated that he was ¿curled into a ball.¿ it was noted that the patient was reprogrammed without any issues on the day of this report. The patient stated that he was at the hospital filling out paperwork and would be getting his implant on the next day. It was later reported that the patient was implanted with a permanent system and was doing well. It was later reported that during the trial the patient had felt stimulation in his belly which he described as a shocking sensation. It was noted that he had since gone on to a permanent implant and there was no system malfunction. (B)(6) 2013: e2a (rep): it was later reported that the patient had not been using the stimulator on the first day of the trial due to a spinal headache. The reporter stated that the patient complained of belly pain during programming on the second day of the trial, so the programming had been set back to the original setting and the physician had been notified.

Manufacturer narrative:
Product ID: 3625, implanted: (B)(6) 2013, product type: screening device. Product ID: neu_unknown_lead, product type: lead. (B)(4).